Event description:
The facility is evaluating the bioblox xk split and during the insertion process, cuffs came off on two consecutive products.

Manufacturer narrative:
The complaint was confirmed, but the exact cause is unknown. The cuff reportedly detached from the shaft of the hemosplit xk catheter during tunneling. The glue sleeve was found within the cuff. Impressions from the glue sleeve and the cuff fibers were found in the shaft material of the catheter, which indicates that heat had been applied to the cuff, as specified in the manufacturing procedure. It is unknown if the cuff was subject to excessive stresses. A chr of lot #rera0591 showed no other similar product complaint(s) from this lot.